Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use due to migration of the electrode array. The device was explanted on (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed march 12, 2014.